Event description:
It was reported that the stair chair could not support weight due to broken and missing strut bars. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.